Event description:
It was reported to boston scientific corporation that a 10mm captivator ii round stiff snare was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the active cord connected to the snare but no energy was generated through the snare. The same issue happened on two different lot numbers: four boxes of lot # 29942899 and 1 box with lot # 30064113. The procedure was completed with a similar captivator ii snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code (B)(4).